Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports during insertion of the catheter, the catheter pulled off of the tunneler while in the tunnel tract. The customer reports he removed the one applied clamp in order to quickly grasp the tip of the catheter to pull it through the tunnel tract (thus leaving no clamps on the catheter). The customer reports he feels the pt is at risk for air embolism during this maneuver of removing/relocating the clamp. The customer then pulled the catheter back and re-tunneled a larger tract so that he could push the catheter through the tract and not have it detach. The larger exit site was then sutured.

Manufacturer narrative:
Risk of air embolism; suturing. Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.